Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that many times the insulin pump did not alarm about a bolus not being delivered or the alarm was one to one and a half hours late. The customer woke up and the insulin pump had not delivered insulin throughout the night because the fill cannula was not confirmed. Customer's blood glucose level was 12 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioned properly and alarm tone could be heard during the basic occlusion, occlusion, and force sensor tests. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.